Manufacturer narrative:
Concomitant product : 6747-65 lead, implanted (B)(6) 2010.

Event description:
It was reported that two days after the implant procedure, there was a "pacemaker complication" which was later clarified as the patient experiencing diaphragmatic stimulation due to the left ventricular lead. The patient was feeling intermittent contractions in the epigastrium and the left upper quadrant (luq). The lead amplitude and pacing polarity were reprogrammed, and the lead remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.